Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). A siemens headquarters support center (hsc) specialist evaluated the instrument data, which indicated the presence of gel and/ or fibrin was lodged in the integrated multisensor technology (imt) probe for the initial runs. The cause of the discordant, falsely elevated na, k and cl results was due to sample integrity. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na), potassium (k) and chloride (cl) results were obtained on one patient sample and discordant, falsely elevated na and cl on another patient sample on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting lower. A new aliquot of sample ID (B)(6) was also tested and the results matched the repeat results. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na, k and cl results.